Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient¿s suspected cause of death is cardiac arrest. Sudden cardiac death (scd) is responsible for the majority of cardiovascular-related deaths in patients with esrd with studies reporting that up to 25 % of all deaths in this high-risk population is attributable to scd. It¿s also unknown if the patient¿s fall and fracture from the previous day contributed to the death. Given the previously shown high burden of geriatric syndromes among older patients with ckd, falls would be common and that, as seen in data from nonrenal geriatric populations, falls would be associated with a higher risk of death. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient sat up to disconnect from treatment on the liberty select cycler and slumped over. The patient passed away and cardiac arrest was suspected. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024, the patient was not in active treatment and fell while outside the home. The patient was experiencing chest and shoulder pain. The patient was brought to the emergency room (ER). An x-ray revealed the patient had broken his collar bone. No additional interventions or testing were performed. No labs were drawn. The patient was placed in a sling and prescribed pain medication (unspecified). The patient was discharged. Later in the evening, the patient connected to the liberty select cycler for treatment. In the morning on (B)(6) 2024 the pd treatment was complete. The patient went to stand up out of the bed to disconnect from the liberty select cycler and began shaking. The patient subsequently fell to the floor. The patient could not be revived and was pronounced deceased. The suspected cause of death is cardiac arrest; however, the coroner has not completed the report. The patient was still connected to the cycler at the time of death. The pdrn stated there were no issues with the patient¿s pd treatment and the patient¿s spouse and daughter stated the patient did not have any issues throughout the night with the treatment. No further information was provided.

Event description:
A nurse reported a peritoneal dialysis (pd) patient sat up to disconnect from treatment on the liberty select cycler and slumped over. The patient passed away and cardiac arrest was suspected. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024, the patient was not in active treatment and fell while outside the home. The patient was experiencing chest and shoulder pain. The patient was brought to the emergency room (ER). An x-ray revealed the patient had broken his collar bone. No additional interventions or testing were performed. No labs were drawn. The patient was placed in a sling and prescribed pain medication (unspecified). The patient was discharged. Later in the evening, the patient connected to the liberty select cycler for treatment. In the morning on (B)(6) 2024 the pd treatment was complete. The patient went to stand up out of the bed to disconnect from the liberty select cycler and began shaking. The patient subsequently fell to the floor. The patient could not be revived and was pronounced deceased. The suspected cause of death is cardiac arrest; however, the coroner has not completed the report. The patient was still connected to the cycler at the time of death. The pdrn stated there were no issues with the patient¿s pd treatment and the patient¿s spouse and daughter stated the patient did not have any issues throughout the night with the treatment. No further information was provided.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.